Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse instructed the customer to run a system check, which passed. The cse replaced reagent probe 1. The cse ran precision testing from sample cups, which passed. The cse replaced the aliquot drain and probe and performed alignments. The cse cleaned all server drains, ran service methods and checked the instrument operations, which passed. The cse performed align correction on reagent probe 4 and sample probe 2 . The cse then ran precision testing on sample cups and obtained acceptable results. The customer ran quality controls, which were within range. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained with a sample cup on infant's sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.